Event description:
It was reported that a catheter had occluded at the distal (spinal) end. The patient was having decreased effectiveness. The catheter issue was identified via dye study and in the operating room. A catheter revision/replacement occurred on (B)(6) 2015. No segments were left in the intrathecal space. The pump was infusing lioresal (baclofen). The patient recovered without permanent impairment. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).